Event description:
Procedure performed: lap. Cholezystektomie / lap. Cholecystectomy. Bergebeutel testung beim kunden: tm anwesend beim bergen der galle ist der beutel an der spitze gerissen. Translation ame: retrieval bag evaluation with the customer: territory manager present while retrieving the gallbladder, the bag ruptured at the tip. Additional information received from sales representative via email on 28nov2018: 1. Was the specimen within the bag at the time of bag breakage? Yes. A. If yes, did it remain contained, or fall out? The gallbladder fell out. B. If it fell out, did the gallbladder break? No. 2. During the use of the inzii, were any other instruments used? If so, what instruments were being used? No instruments were in contact with the bag. 3. At what point of the procedure did the bag break i.e. During placement of the specimen into the bag, cinching, pulling the bag through the port site, etc.? Pulling the bag through the port site. 4. Was the port site enlarged prior to the bag break? No cff73 used. A. Was the port site enlarged or held open with an instrument such as a clamp? No. Patient status: no harm to the patient. Type of intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the actuator/introducer. The tip of the tissue bag was found to be broken and stretching was also observed around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke because the extraction site was not properly sized for the specimen that was removed. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap. Cholecystectomise / lap. Cholecystectomy. Translation ame: retrieval bag evaluation with the customer: territory manager present while retrieving the gallbladder, the bag ruptured at the tip. Additional information received from sales representative via email on 28nov2018: was the specimen within the bag at the time of bag breakage? Yes. If yes, did it remain contained, or fall out? The gallbladder fell out. If it fell out, did the gallbladder break? No. During the use of the inzii, were any other instruments used? If so, what instruments were being used? No instruments were in contact with the bag. At what point of the procedure did the bag break i.e. During placement of the specimen into the bag, cinching, pulling the bag through the port site, etc.? Pulling the bag through the port site. Was the port site enlarged prior to the bag break? No cff73 used. Was the port site enlarged or held open with an instrument such as a clamp? No. Patient status: no harm to the patient. Type of intervention: unknown.